Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and an off no power alarm. Customer reported that the insulin pump received low battery alert prior to off no power alert. Customer was able to clear the alarm. Customer did not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with completely broken reservoir tube lip. Unable to perform all operating currents, a21 error test and displacement test or verify battery power loss alarm, low battery alarm due to completely broken reservoir tube lip, a test reservoir was installed and did not lock in place.